Event description:
Healthcare professional reported a lap-band system for which the pt "lost 14 lbs and gained 7 back. Experiences nausea and vomiting occasionally," and "is feeling frustration" that "affects the pt's daily life." It is not specified how the problem was first noticed. The lap-band system was removed and not replaced.

Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Nausea, vomiting, weight fluctuation, and intolerance are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.